Event description:
A customer contacted a baxter technical service representative to report that an adverse event occurred during use of system 1000 tina hd instrument, (no details provided). After the incident the facility's biomedical technician inspected the instrument and found a hole in uf flow meter diaphragm. In addition to that, the biomed technician expressed a concern that the thickness of the part; seemed thinner than the diaphragms he had in stock. No other information was available at this time. Additional information received during a follow up phone conversation with the facility biomedical technician on august 29, 2007: the biomedical technician expressed a concern regarding the uf accuracy during dialysis treatments. Reportedly "there were several incidents where the system 1000 machine over pulled fluid from patients, resulting clinical outcomes/hypotension." The biomed technician inspected the instrument after the incident. Reportedly, he discovered a problem with the diaphragm on the uf flow meter. According to the technician, there was a hole in the diaphragm noticed during a visual inspection and the material "seemed thinner". The technician indicated that, the diaphragm was not due for pm replacement, however, no documentation to support this fact was provided to baxter. Regarding the clinical outcomes, the nurse manager stated, the hypotension required a bolus of saline only, no further medical intervention required, and the patient was discharged ambulatory in stable condition.

Manufacturer narrative:
Two used diaphragms and two new samples were returned to baxter for evaluation. One of the used diaphragms was removed from device that had a reported issue of "high ultrafiltration (uf)". These two unused samples were returned to show dissimilarities between the two diaphragms. One of which appeared to be normal and the other diaphragm from device revealed significant signs of wear. The most significant was a wrinkle across the center of the diaphragm approximately one inch in length. The diaphragm was also inspected using a microscope, however, no evidence of a breach was found. Installed the diaphragm into product analysis lab test device and performed a self-test. All test passed. A four hour simulated patient treatment (uf accuracy) was then performed with the flow rate set at 500 mls/min, blood pump flow set at 350 mls/min and a uf goal of 3.8 l. During this treatment no problems were encountered. Then the instrument was entered in calibration mode and checked the ultrafiltrate line for a uf flow meter leak. No leak was detected, indicating there was no hole or tear in the diaphragm. Since the diaphragm was being tested for a possible tear that could cause a high ultrafiltration condition, calibration of the uf flow meter prior to the simulated patient treatment was not necessary. A review of the service history revealed no trends. The reported issue was not confirmed or duplicated.